Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Patient reported an issue for the inserter that broke off the time of insertion event on 04 apr 2026.